Event description:
Additional information received indicated that it was the superior center portion of the impactor that broke off.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plastic attune femoral impactor split into two pieces during the impaction of the femoral implant. Both pieces were retrieved. The case was not delayed, since the femoral implant was fully seated when the impactor broke. The patient was not harmed. During this same surgical procedure, it was noted that one of the attune patella trials had a fairly substantial cut or gouge mark on its articulating surface. It was likely created by a sharp surgical instrument or a saw during a prior procedure. Also during this same surgical procedure, it was noted that the white varus/valgus degree numbers on the distal femoral resection jig have worn off